Event description:
In early (B)(6) 2010, it was reported that the pt had a change in therapy effect; three pump refills ago the pt started having add'l spasticity. The pt had an MRI and her ms was stable, but she was having to increase her oral baclofen to maintain her spasticity. In (B)(6), it was reported that the pt had increased spasticity that began on (B)(6) 2011. A cap (catheter access port) procedure was performed on (B)(6) 2011 and the catheter was patent. After the cap study, the pt experienced an overdose; the pt had vertigo and was then obtunded. The pt's vital signs were stable. The hcp was aware of the overdose procedure and was planning to speak with a medical consultant. The device system was used to deliver lioresal 2000 mcg/ml at 210 mcg/day. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).